Manufacturer narrative:
The cause of the alarm was reported to be a loose connection; however, the cause of the loose connection was undetermined. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain two of five. The patient was connected at the time of the alarm. The home patient stated that the supply bag seemed to be loosely connected. The technical service representative (tsr) assisted the patient in ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.